Manufacturer narrative:
Lead: model 3889-28, lot# j0425009v, implanted: 2004 (B)(6), explanted; extension: model 3095-10, serial# (B)(4), implanted: 2004 (B)(6), explanted; programmer: model 3037, serial# (B)(4). (B)(4).

Event description:
The patient had to have her device removed in (B)(6) 201, due to her body rejecting it. Additional information has been requested.